Manufacturer narrative:
One device was received. Device was visually and functionally tested and the customer reported complaint was confirmed. The downstream sensor was replaced. Following repair, the device was functionally tested, and the device was able to pass all testing criteria.

Event description:
It was reported that there was a downstream occlusion (dso) delamination. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available